Manufacturer narrative:
Investigation summary: a 20039e7d sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22125429. The feedback provided by the customer suggests that they were unable to remove the male luer cap of the smartsite extension set. As part of the feedback the customer provided a photograph of their experience; however a visual inspection of the photographs did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported issue. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22125429 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20039e7d product over the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was difficult to disconnect device. The following information was provided by the initial reporter: unable to remove cap from extension without difficulty. Rn used 6 extensions before she was able to remove the cap

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was difficult to diconnect device. The following information was provided by the initial reporter: unable to remove cap from extension without difficulty. Rn used 6 extensions before she was able to remove the cap.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.